Event description:
Complainant alleged that while performing CPR on a (B)(6) male patient, the attending officer received an unintended delivery of energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction and the officer seemed unhurt and was sent home to rest as a precaution.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to the speaker. The top cover was replaced to remedy the report. Visual prompts were working as intended. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.